Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient called in to inquire how to turn their therapy off for a gastric-bypass surgery. Patient services reviewed with the patient how to connect and the patient saw that they were in MRI mode. The patient stated they thought they had activated MRI mode when they had been trying to turn their therapy off earlier. Patient services reviewed how to deactivate MRI mode and for the purposes of having the patient understand how to simply turn the therapy off, patient services had the patient turn the therapy back on when deactivating MRI mode. The patient then said they felt "the electricity" after turning the therapy back on. Patient services asked the patient if by electricity if they meant the normal sensation of the stimulation and if it was in the bike-seat region. The patient stated they felt it in the back and stated it was the sensation they felt when they would up the voltage and the patient confirmed it was the stimulation they were referencing. The patient was then able to review with patient services how to turn their therapy off for their upcoming procedure and stated they would have their physician performing the procedure call technical services if they had any questions.